Event description:
The user facility reported that the device ceased to output energy while cauterizing a stomach flap during a therapeutic abdominoplasty. The procedure was reportedly completed with the use of a different, but similar electrosurgical unit and with the same non-olympus electrosurgical pencil to complete the procedure. The users reported that there was no pt injury and a spare device was readily available.

Manufacturer narrative:
Olympus followed up with the user facility and reported that the user facility had tested the device following the completion of the procedure and was able to duplicate the phenomenon when tested with residual tissue from the procedure. The user claimed to have observed an unspecified error message on the front panel display, and the device provided no energy output upon initial activation. The device referenced in this report was returned to olympus for eval. The eval did not duplicate the user's report of visual alarm and lack of energy output. However, the device was tested and the energy output was found below standard in monopolar coag, spray and soft modes. This phenomenon was isolated to the oscillation printed circuit board, which was forwarded to the original equipment manufacturer for further investigation. If significant add'l info becomes available, a supplemental report will be provided. The device has been serviced and returned to the user facility. This report is being submitted as a medical device report in an abundance of caution.